Event description:
It was observed that during the device evaluation, the biopsy inlet of the cystonephrovideoscope was oxidized. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. However, the investigation suggests the malfunction was likely due to a component failure, either expected or random, without evidence of any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.